Manufacturer narrative:
Pt info) unknown as not provided. A. 4) unknown as not provided. Date of event) unknown as not provided. Lot # unknown as it was not provided. Age of device) unknown as lot # was not provided. (B)(4). Device manufacture date) unknown as no lot # was provided. The event is currently under investigation.

Event description:
During an invitro-utera transfer procedure, the metal band lodged in what may have ben a cervical crypt and caused some bleeding upon removal. No additional procedures have been reported.

Manufacturer narrative:
Initial MDR was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number is unknown. A complaint search was carried out to find complaints with the same failure mode on echo soft-pass catheter and microvol catheter. It was found that there had been two previous occurrence's of a failure mode since the (B)(6) 2013 that could be associated with this, where the echo tip band was found to be out of specification due to the controls on die wear monitoring that are used for the echo tip band. The root cause is the echo tip bands' diameter was possibly out of specification. Measures have been previously conducted to address this issue. We will continue to monitor for similar complaints.

Event description:
During an invitro-utera transfer procedure, the metal band lodged in what may have been a cervical crypt and caused some bleeding upon removal. No piece of the device remained in the patient. No additional procedures were required.